Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user awoke with hyperglycemia following an infusion set supply change the prior evening while using a contact detach set. The highest reported fingerstick glucose value was 456 mg/dl, with glucose levels remaining above 180 mg/dl for approximately 2¿3 hours. The device issued alerts for glucose above 300 mg/dl for more than 90 minutes. Guided troubleshooting and an infusion set supply change were performed, after which glucose values returned to range. The reported symptom was thirst. There was no medical intervention, no use of backup therapy, no ketone testing, no assistance required, and no hospitalization. The investigation included guided troubleshooting, education, and continued monitoring. Review of the case revealed no observable infusion set or hardware abnormalities and no confirmed device malfunction. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was determined to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.